Event description:
Procedure: laparoscopic colostomy. Reportedly, there was poor staple formation at the distal/rectal end of the staple line and there was a leakage. To close the distal stump, a new dlu was placed over the stump. The case was delayed for 60 minutes.